Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted small bowel obstruction secondary to an incarcerated ventral hernia. There were several adhesions to the previously implanted mesh and the small bowel and mesentery had brown into the mesh. He resected approximately 12 cm small bowel. It was reported that the patient experienced severe pain, inflammation and bowel injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/18/2021. Additional information: a2, b7. Additional b5 narrative: it was reported that the patient experienced adhesions following surgery.